Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a procedure, the e-sep loop electrode split in half while cauterizing. The generator was set to 70 cut, 30 coag, which is outside of the IFU range. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation device is available for return.

Event description:
It was reported that during a procedure, the e-sep loop electrode split in half while cauterizing. The generator was set to 70 cut, 30 coag, which is outside of the IFU range. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.